Manufacturer narrative:
The device has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusion can be drawn at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 04/26/2013. The device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no insulin delivery defect was found. "There is no activity related to the complaint"; "pump not primed" warnings not observed in the black box, force readings were observed to be normal. No data in black box or download histories from time of reported prime issue due to continued use. Rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force at 5lbs. The pump was exercised for 24 hours with no loss of primes occurring. A loss of prime was induced; pump gave an audible and visual alert. The pump was opened and no damage was found to the force sensor circuit. The battery compartment is cracked.

Event description:
On (B)(6) 2010, the pt contacted animas alleging that she was unable to prime with a pump. There is no evidence that the pump contributed to a serious injury. The pt did not allege any harm or injury because of the alleged issue.